Manufacturer narrative:
(B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque tip markers¿. (B)(4).

Event description:
It was reported that coil protrusion in the catheter's tip occurred upon removal. The target lesion was located in the liver. A 3mm x 12cm interlock¿ was selected for use. During the procedure, the interlock¿ coil was used with four other interlock¿ coils, a non bsc microcatheter and a 0.21 direxion¿ microcatheter. The pusher wires and coils were attached in the housing. Also, the coils were seated properly in the catheter hub. All coils were having the same issue of detaching within the catheters. The five coils were removed by retrieving the whole microcatheter system through a .035 non bsc angiographic catheter; however, when this device was removed, it was noted that the coil was protruding from the tip of the catheter. The procedure was completed with another device. No patient complications were reported and patient's status was fine.